Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported a problem with the pedal and that the system would not work. No pt injury was reported.